Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify battery failed alarm due to critical pump error (open book image) alarm. Moisture damage was also found on the motor and force sensor during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a battery failed alarm. The customer reported that the contacts on the battery cap were neither missing nor damaged, battery compartment was neither damaged nor corroded, the spring was neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.